Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that alarms were not audible from the piic ix. The device was in use monitoring patients. No adverse event was reported.